Event description:
It was reported that the catheter was unable to pace during use. Pacing was attempted after catheter insertion, but it did not work from the beginning. The catheter was removed and procedure was completed. Information including kind of surgery/examination the catheter was used for and if the patient had cardiac conduction defect was unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Our product evaluation lab received one model pe074f5 pacing catheter. The customer report of pacing issue was unable to be confirmed. No visible damage or abnormality was observed from catheter body, balloon, windings and returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 min. Without leakage. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the investigation, the complaint for pacing difficulty was unable to be confirmed through product evaluation since the unit was returned for evaluation, and no defect was found; therefore a product non-conformance or device failure could not be confirmed. As part of the manufacturing process, 100% of the units go through an electrical continuity inspection, and continuity testing. A device history record review was completed and documented that device met all specifications upon distribution.